Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the display to be replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.